Manufacturer narrative:
Report source. Foreign: gb. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was completely depleted and there was a loss of therapy. The patient had not charged the system for over three and a half years, and had only been implanted for four and a half years. A power on reset (por) was successful, but when they tried to interrogate the battery there was not enough charge. The rep had the patient sitting and charging for four hours, but they still could not interrogate. The patient was sent home to charge further to enable interrogation of the system, but they were still unable to do this. The patient had charged for another four hours at home but the rep couldn't get anything from the ins. Ins replacement was recommended, and the issue was not resolved as of 20-oct-2021. No surgical intervention had occurred. The patient was alive with no injury.